Event description:
Hospital ccu personnel responded to a patient in cardiac arrest. The device had been used for approximately 10 minutes on battery to monitor the patient while they were being transported to ccu. The reporter stated the device lost power twice while attempting to charge it to 200 joules. Connections were checked then the device was plugged into ac power. The device operated properly afterwards and, according to the reporter, no adverse affects to the patient occurred.